Event description:
The pt was hospitalized with dka. The pt's family member reported that the pump had been acting funny. That the pump clock kept changing dates and extra boluses were found in the history.